Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the lead site. Surgical intervention took place where the system was explanted a year ago to address the issue. The exact date of explant is unknown. The infection resolved and surgical intervention took place again on (B)(6) 2024 where a new system was implanted.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.